Event description:
During the leg procedure viper wire tip broke off in the right tibial artery. The wire tip remains in the pt. The remaining part of the tip was retrieved. No injury to the pt. Continued monitoring due to retained fb.